Manufacturer narrative:
A medtronic representative went to the site to test the system. He did not find any communication issue. Logs were collected. Regarding the automatic restarts, some of the parameters in the bios settings were not properly configured. In particular, the boot options. After the medtronic representative set these parameters as the manual indicates, the system was booting properly. The medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. This event was identified during a retrospective review as discussed with the FDA (B)(4) office on (B)(6) 2016 via medtronic navigation, inc. Response to (B)(6) 2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this (B)(4) observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since (B)(6) 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes. Part was not returned.

Event description:
A site representative reported that while in a surgery, they had to restart the system due to a communication issue between the mobile view station (mvs) and the image acquisition system (ias). When they restarted the system, it restarted automatically 3 times before it finally ran properly. The surgeon completed the procedure with the use of the navigation system. The surgeon completed the procedure with the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.